Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported bent guide was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted with a proglide device on a common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The arteriotomy was a 6f and during the evar procedure the sheath was upsized to a 20f. Reportedly, when advancing the proglide device the guide kinked. The proglide device was removed. Two additional proglide devices were advanced and the sutures were placed successfully using the preclose technique. The evar procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.